Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the foley catheter, it was noted that the size of the catheter's diameter did not correspond with the size listed on the packaging lot#nghx0695, lot#nghn1859, lot#unk. Call from clinical nurse lead wanting clarification about 0165si16 catheter balloon inflation volume as the packaging says 5cc and the inflation arm of the catheter says 10ml lot#nghx0695, lot#nghn1859, lot#unk. Nurse in field had two catheter insertions and was unsure of volume to fill balloons and initially filled 1 with 5ml and after discussion with their internal team filled the next catheter with 10ml. Uncertain if the initial catheter has now been corrected to 10ml volume. Awaiting further communication and detail of situation. Per follow up information received via ibc on 27mar2025, it was reported that as mentioned they had 2 clients on the day using bard hydrogel & bactiguard silver alloy coating catheters. During the first client visit early in the day, the nurse instilled 5mls into the balloon as this was what they thought the manufacturer required on packaging. Later that day they saw client d who noted that the inflation cuff states 10mls in the balloon. They spoke with them, and they hunted around trying to discuss this with a representative for bard. They were unable to speak with anyone until they heard back from yourself later in the afternoon. They had already made the executive decision to go with 10mls in the balloon for client d. It was at this visit that the nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16. They had already inserted the larger catheter and thought it a snug fit. After speaking with them, they changed it out for the regular sized 16fr. Having discovered this discrepancy with client d, the nurse had to go back to client k, seen earlier, and arrange to reinflate the balloon with the correct amount of sterile water to ensure it didn't become dislodged. This created a huge inconvenience to the nurse and the client. They were thankful that they didn¿t have any dislodgement issues as the client had set off for work after our initial visit. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. The client had sent through photos of the two mismatched sized catheters, although it was very hard to see them. They think the ref numbers were: bardex 0165si16 with lot#nghx0695 ¿ this was the larger catheter. And bardex 2tg113 regular size ¿ apologies no lot number provided for this one both supposedly fr16. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. According to the customer email the discrepancy was noted on x2 catheter procedures that day. The issue was that the first patient had 5ml instilled in the balloon because of confusion with the packaging saying 5cc. The nurse noted on the next patient the balloon inflation arm said 10ml. Here the nurse realized the previous client balloon was inflated using insufficient volume. The nurse had to return to the initial patient to correct the inflation volume to ensure it didn¿t dislodge. Only x1 lot number has been provided for these issues as per the photo sent nghn1859. The nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16, photo of comparison attached. According to the customer email, the catheter that appeared larger than expected - lot number nghx0695. This catheter was then removed, and a new catheter was placed.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned seven-photo sample noted one opened (without original packaging), used bardex ic foley catheter. Visual inspection of the sample noted the first photo shows the catheter shaft. The second, third, four, fifth and sixth photo shows the inflation valve or cap with the product information. The seventh photo shows the product packaging. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: warnings: 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously the bladder and urethra may be contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oi ls such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter shape, configuration and principles bard i.c. Silver foley tray b consists of a balloon catheter, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock foley there are several types of closed drainage bags. The bag and statlock foley included in the tray will depend on the product. Material balloon catheter: natural rubber latex; silver coating intended use & effect efficacy the device is a tray kit product that is used for the purpose of urinary drainage and measurement of core body temperature. It combines a balloon catheter with temperature sensing designed to be placed in the bladder, and a urinary drainage bag. Directions for use 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patients buttocks. (Fig. 1) 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) 5) lubricate the distal end of the catheter with water soluble lubricant packaged in the tray. (Fig. 4) 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5) 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) 9) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7) 10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Direction for use bard ez l ok sampling port 1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position the needle less syringe (slip - tip type or luer lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. (Fig. 8) 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5)unkink tubing. How to disconnect catheter from tubing catheter is pre connected to ez lok and the connecting part is covered with red seal (tamper evident seal). Remove the seal by grasping the tab at the end of the seal and puling along perforations, and then disconnect the catheter and the tubing using aseptic technique. (Fig. 9) 2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. (3) no substance except sterile water should be used to inflate the balloon. If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. (4 do not wipe catheter surface with organic solvents such as alcohol. (5 do does not aspirate urine through drainage funnel wall. (6 since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7 when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8 avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. (9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur. (10) when disposing of urine, observe the 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open with holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing. 11) when using statlock foley, observe the following. 1) do not use the statlock device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or nonadherent skin. 2) minimize catheter manipulation during statlock stabilization device application and removal. 3) do not use the statlock device for patients showing allergic reaction to tape or adhesive. 4) conduct skin assessment prior to application and repeat daily per facility protocol. 5) the statlock device should be assessed daily and changed when clinically, indicated, at least every seven days. 6) after placing the statlock device, allow to dry completely (10 15 seconds) due to alcohol included in skin protectant. 7) use alcohol pads when removal. Do not pull or force pad to remove. Precautions 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section troubleshooting. Troubleshooting when it is difficult to remove catheter by deflating the balloon (expressed as removal difficult case hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal difficult cases. A. Non rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with balloon rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non rupture method first. 3. Malfunction and adverse events 3. Malfunction and adverse events 1)malfunction -catheter kinking, damage, rupture -difficulty or failure to remove the device -occlusion of catheter inner lumens -encrustation -accidental removal of the device due to leakage of sterile water or balloon rupture -device damage due to inappropriate use -failure to measure temperature -improper temperature indication 2) adverse events -urinary tract infection -hemorrhage, hematuria -allergy reaction to the device -calculus formation -edema -pain -discomfort -injury of bladder or urethral -urethritis, urinary incontinence -retained balloon fragments storage metho d and expiration date 1.storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2.expiration date indicated on the direct package and the outer box. Correction- h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the foley catheter, it was noted that the size of the catheter's diameter did not correspond with the size listed on the packaging lot#nghx0695, lot#nghn1859, lot#unk. Call from clinical nurse lead wanting clarification about 0165si16 catheter balloon inflation volume as the packaging says 5cc and the inflation arm of the catheter says 10ml lot#nghx0695, lot#nghn1859, lot#unk. Nurse in field had two catheter insertions and was unsure of volume to fill balloons and initially filled 1 with 5ml and after discussion with their internal team filled the next catheter with 10ml. Uncertain if the initial catheter has now been corrected to 10ml volume. Awaiting further communication and detail of situation. Per follow up information received via ibc on 27mar2025, it was reported that as mentioned they had 2 clients on the day using bard hydrogel & bactiguard silver alloy coating catheters. During the first client visit early in the day, the nurse instilled 5mls into the balloon as this was what they thought the manufacturer required on packaging. Later that day they saw client d who noted that the inflation cuff states 10mls in the balloon. They spoke with them, and they hunted around trying to discuss this with a representative for bard. They were unable to speak with anyone until they heard back from yourself later in the afternoon. They had already made the executive decision to go with 10mls in the balloon for client d. It was at this visit that the nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16. They had already inserted the larger catheter and thought it a snug fit. After speaking with them, they changed it out for the regular sized 16fr. Having discovered this discrepancy with client d, the nurse had to go back to client k, seen earlier, and arrange to reinflate the balloon with the correct amount of sterile water to ensure it didn't become dislodged. This created a huge inconvenience to the nurse and the client. They were thankful that they didn¿t have any dislodgement issues as the client had set off for work after our initial visit. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. The client had sent through photos of the two mismatched sized catheters, although it was very hard to see them. They think the ref numbers were: bardex 0165si16 with lot#nghx0695 ¿ this was the larger catheter. And bardex 2tg113 regular size ¿ apologies no lot number provided for this one both supposedly fr16. There were some photos identifying the discrepancy between the packaging of 5cc/ml vs 10mls balloon inflation. According to the customer email the discrepancy was noted on x2 catheter procedures that day. The issue was that the first patient had 5ml instilled in the balloon because of confusion with the packaging saying 5cc. The nurse noted on the next patient the balloon inflation arm said 10ml. Here the nurse realized the previous client balloon was inflated using insufficient volume. The nurse had to return to the initial patient to correct the inflation volume to ensure it didn¿t dislodge. Only x1 lot number has been provided for these issues as per the photo sent nghn1859. The nurse noticed the discrepancy with catheter diameter size, despite both being labelled fr16, photo of comparison attached. According to the customer email, the catheter that appeared larger than expected - lot number nghx0695. This catheter was then removed, and a new catheter was placed.